Manufacturer narrative:
The following devices were also listed in this report: 68mm trident shell; cat# unknown; lot# unknown. Mdm metal liner; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of right total hip due to infection. No further information available from doctor or hospital.